Event description:
A hospital in (B)(6) reported that the heating element on an iw934 cosycot infant warmer was faulty. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the heating element on an iw934 cosycot infant warmer was faulty. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the head warmer assembly of the complaint iw934 cosycot infant warmer was returned to our fisher & paykel healthcare (fph) service centre in (B)(4), where it was visually examined by a trained fph service engineer. The heating element and the upper harness connectors were then returned to fph in (B)(4) for further testing. Results: visual inspection revealed a small chip and a broken clip on the bottom edge of the heater head assembly. The upper harness was slightly discoloured and the heating element was also found to be open circuit. A lot check revealed no other complaints of this nature for lot number 060310. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The chipping and the broken clip were most likely due to damage from forceful removal of the metal grid on the plastic heater head case. The damaged components were replaced and the head warmer assembly was returned to the customer after passing the electrical safety and performance tests. Please note that the discolouration of the head harness connector is part of a class iii recall in the USA, whereby all affected customers have been notified to check for any damage or discolouration of the harness connectors. If damage or discolouration is evident, customers have been advised to contact a fph representative to obtain replacement harness assemblies.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.